Event description:
It has been reported to philips that system was given low load fluoro error. System was in clinical use. No patient or user harm was reported. A philips engineer inspected the system and identified that thex-ray tube was faulty and needed to be replaced. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that there is a malfunction in the tube rotor. The fse found that the tube is failure. Review of the log file showed x-ray tube rotation errors . Fse replaced the x-ray tube . After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.